Event description:
The patient underwent a stereotactic biopsy in the left breast. At the conclusion of the procedure, a tissue marker was deployed into the biopsy site. The tip of the introducer sheared from the device with the clip. The tip was retained in the left breast. No intervention was required. The occurrence was explained to the patient and steri-strips and a pressure dressing applied to the biopsy site.